Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with an epicardial effusion. The atrial lead was explanted and replaced. The patient was stable after the procedure